Event description:
It was reported to resmed that an astral device displayed a battery error message and did not start up. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for evaluation. Removal and reset of the internal battery resolved the reported issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).